Event description:
It was reported when the device was used during a gastric procedure, the staples fired but did not form. A new device was used and worked fine. There was no reported pt consequence.